Event description:
Reportable based on analysis approved on 12/29/2006. During an iliac angioplasty treatment procedure, it was reported by the customer that "upon insertion of the stent through the sheath, the stent came dislodged and was moving on the catheter." The procedure was successfully completed with another of the same device. No patient complications were reported and the current patient condition is reported as "patient is fine".

Manufacturer narrative:
Device analysis can confirm that the stent was free moving on the catheter. It is noted in the complaint description that upon insertion of the stent through the sheath, the stent became dislodged and was moving on the catheter. An examination of the returned unit found that the distal end of the stent had its distal struts bent back proximally. This type of damage is consistent with device meeting with a severe restriction during insertion. Examination of the shaft found that it had dents at various locations along its length. This type of damage is consistent with the device coming in contact with a foreign object. A review of the manufacturing record for this batch (8308548) shows that the device met its material, assembly, and product specifications. The root cause of the complaint incident could not be identified.